Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 387 mg/dl and had not lowered for the last few hours. The suspected cause of the elevated bg level was unknown; however, the customer stated that they had been prescribed new medications and had also been experiencing high levels of stress. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer inserted a new infusion set site, resumed pump therapy, and stated that a manual injection would be delivered. The customer stated that the healthcare provider would be contacted to discuss elevated bg levels.